Event description:
It was reported that during percutaneous nephrolithotomy (pcnl) procedure, the fiber broke. The procedure was completed with another device. There were no patient complications, however, the physician received a zap on his finger through his glove. No further information was provided.

Event description:
It was reported that during percutaneous nephrolithotomy (pcnl) procedure, the fiber broke. The procedure was completed with another device. There were no patient complications, however, the physician received a zap on his finger through his glove. No further information was provided.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. The fiber tip was degraded. The laser fibers are consumable devices and expected to degrade with use. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. A conclusion code of cause traced to component failure was assigned to this investigation.